Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from an intravia bag around the medication port. Bupivacaine had been added to the bag via a baxa pump. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed to the sample and a leak was observed at the connection injection site and the port for bag. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue was verified. The cause was attributed to material used in manufacturing by the supplier, a nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.